Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoid colectomy the device was closed on tissue and fired. The device locked out and would not open. The surgeon pried the jaws open and removed it from the tissue. The surgeon then closed the jaws to remove it from the trocar and in this process, it partially fired. The jaws locked out again. The device was swapped out with an alternate like device with no patient consequences reported.